Event description:
Device 2 of 4: reference MFR. Report# 1627487-2019-03573. Reference MFR. Report# 1627487-2019-03575. Reference MFR. Report# 1627487-2019-03576. Further follow-up indicates the physician determined the leads were not superficial.

Event description:
Device 2 of 4: reference MFR. Report# 1627487-2019-03573. Reference MFR. Report# 1627487-2019-03575. Reference MFR. Report# 1627487-2019-03576.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
Device 2 of 4: reference MFR. Report# 1627487-2019-03573, reference MFR. Report# 1627487-2019-03575, reference MFR. Report# 1627487-2019-03576/ it was reported that one of the leads was superficial under the patient's skin. As a result, surgical intervention may be pending note: all of the patient's leads are being reported because it is unknown which lead is liable.